Manufacturer narrative:
Per additional information received from the key market representative, the customer decided to go to a third-party maintenance company to maintain the device. No further details were provided regarding the event. Insufficient information is available to determine the resolution of the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had a black screen. The device was in clinical use when the issue occurred. There was no patient or user harm reported.